Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture right side. Devices remains implanted.

Event description:
Devices was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b, h.6.